Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. The exposed portion of the soft cannula was observed to be kinked. The kinked cannula did not prevent the flow of fluid through the complete fluid path. The cause and timing of the observed cannula damage could not be conclusively determined. No other damages or deficiencies were observed that would affect the device's ability to deliver insulin.

Event description:
It was reported the patient's blood glucose (bg) level rose to 320 mg/dl while wearing the pod between 4 and 24 hours. The patient originally reported high bg levels with no issues reported with pod.